Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 570 was confirmed and reproduced during product evaluation. This condition was caused by depleted and faulty main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The initial date received by manufacturer date was incorrect. The correct date should be (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 570. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.